Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and was advised to change the cartridge and infusion site; the user reported no occlusion alerts, no bent needle, and later disconnected from the ilet to administer a manual insulin injection. Symptoms included elevated blood glucose levels above 400 mg/dl for several hours without reported acute complications. Outcomes included use of subcutaneous insulin via manual injection and no hospitalization or professional medical intervention. Investigation included troubleshooting and education by customer care. Investigation of this case revealed the cause of the hyperglycemia was unclear, with no device alarms reported and no device component damage reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.